Event description:
A falsely depressed ctni result of 0.02 ng/ml was obtained on a sample from a pt. The result was not reported to the physician. The specimen was retested and a result of 1.58 ng/ml obtained. The same specimen was tested on a stratus cs analyzer and a result of 1.2 ng/ml obtained. The erroneous result was not reported. Pt treatment was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. The instrument error message logs showed that samples were most likely removed or moved during processing.

Manufacturer narrative:
The operator's manual for dimension(r) clinical chemistry system contains the following "warning" regarding moving samples while the system is processing: "if the background color is red, do not remove the segment, move the segment to another position of the sample wheel, or reposition any sample containers on the segment. Doing so will affect reported results and may damage the instrument."